Manufacturer narrative:
The product did not return for evaluation. The complaint is non-verifiable. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Discarded.

Event description:
The dentist reported a fractured screw.